Manufacturer narrative:
Assessing the safety and aesthetic benefits of reduced port bikini-line sleeve gastrectomy (rbsg): an initial report abdelkarem ahmed abdelkarem mohamed, mostafa mahmoud abdelfatah, mohamed nasr shazly, mina adolf helmy, ahmed nasr shazly, mohamed saber mostafa the author(s) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study included 118 patients who underwent reduced port bikini-line sleeve gastrectomy between september 2022 and september 2023. Stomach stapling was performed with a linear ultra universal stapler. Postoperative complications included staple line leak in one patient requiring re-admission and re-laparoscopy via new upper abdominal wall ports, peritoneal lavage and endoscopic mega-stent placement. Complications related to the port site and not related to the device included epigastric artery injury, port site hernia and surgical site infection.